Manufacturer narrative:
(B)(4). Retainer ring = clear. Customer reported that the pump got wet and has a crack on the battery side on ( (B)(6) 2021). The unit p-cap / test reservoir locks in place properly. The insulin pump was received with a critical pump error (open book image) due to moisture damage on stack assembly pcba1 and pcba2. Attempted to download using crest tool and was unsuccessful due to moisture damage on electronic assembly. The insulin pump was cut open and pcba2 was swapped with test pcb, pump did not power up properly after battery installation. Moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, corroded motor and force sensor during visual inspection. Unable to perform the functional tests, including the displacement test, rewind, prime/seating, basic occlusion, occlusion, force sensor, self test, sleep current measurement, and active current measurement due to the critical pump error. The pump was received with a cracked keypad overlay, cracked case (battery tube), faded serial number label and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the pump was cracked. The retainer ring had no damage. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.